Event description:
It was observed that during the device evaluation, the subject device exhibited hole on the light guide cable, outer tube was bent and dented, golden ring was loose and objective frame had glue under the cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: hole on the light guide cable, outer tube was bent and dented, and golden ring was loose caused due to component failure. Objective frame had glue under the cover glass cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.